Manufacturer narrative:
(B)(4)

Event description:
It was reported that during pre-discharge check-up, high capture threshold was observed. The patient experienced chest pain and the physician suspected the lead perforation. The lead was repositioned successfully and the patient was stable post procedure.